Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, blood coagulation disorder, compromised immune resistance, smoker, biomechanical overload, bruxism, peri-implantitis, infection, abscess.